Event description:
Infant's PICC line broke at the hub and found to be in two pieces. There was nothing left in the patient. Due to this, the patient will have to wait for another PICC before going back on their tpn. Infant had been transferred from nicu to picu. PICC had originally been inserted in the nicu.